Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four maxon* suture samples. Three of the sutures were returned opened and one suture was returned sealed in the packaging. Visual inspection of the three opened sutures noted one suture and three needles. The suture thread remained winded inside the retainer of an opened product. One of the needles remained parked inside the foam of the retainer, but detached from the suture strand, suggesting that it belonged to the winded suture. Microscopic inspection of the swage of this needle noted no suture material inside the swage of the needle. The remaining two needles were received in a piece of gauze. All three needles had proper crimp marks on the swage. Inspection of the needles received in the gauze noted instrument marks at the swage and near the swage. One of the needles had a collapsed swage with instrument marks. The other needle was bent near the swage with instrument marks. Functionally, a needle attachment test was performed on the sealed sample and the results met specifications. A review of the device history records for the four suture samples indicates this products were released meeting all medtronic quality re lease specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. It was observed that there was poor suture insertion into the needle during the attaching process. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic otorhinolaryngology procedure, when package was opened, after the needle was held with the needle holder, both the needle and thread broke. It was reported that needle and thread separated. Another suture was used to complete the case. There was no patient injury.